Event description:
It was reported the customers blood glucose level was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via their pump. Tandem technical support aided the customer in updating the basal rate, correction factor, and carb ratio settings, recommending consultation with a healthcare provider whenever settings are adjusted.